Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. It was reported to gore that the contralateral gate did not open on the proximal part of the trunk-ipsilateral leg component, however, it was opened on its distal part. The physician was unable to cannulate the contralateral gate and decided to perform an aorto-uni-iliac (aui) procedure. The patient tolerated the procedure. Further information was requested.

Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Further information was requested.